Event description:
On (B)(6) 2014, collateral ligament repair surgery for hand using the product was performed. After surgery, it was found that the anchor was coming off. The revision surgery was conducted on (B)(6) 2014. The anchor was replaced with another product and fixation was completed without problem. The surgeon considers that there was a problem with the angle of the insertion and the anchor was not fully inserted. The product was discarded at the hospital. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device is not being returned to manufacturer and therefore an evaluation cannot be performed. However, it was indicated that this failure could have possibly occurred due to incorrect angle of insertion and that the anchor many not have been fully inserted the first time. Other than this, no further information has been provided therefore a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, based on the complaint history, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.